Manufacturer narrative:
This report is submitted on september 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on october 4, 2018. (B)(4).